Event description:
The user facility reported that during a therapeutic colonoscopy for post-procedural bleeding, three clips did not open completely, and closed as they were being gradually rotated by the user. The procedure was completed with a different, but similar device, and no pt injury was reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. A total of six clips were received from the user facility; three of which were already used and three were new and unopened. The three used devices had no damage observed with the slider, tube sheath or coil sheath portions of the devices. However, the hook on the clip was noted to have remained open, which indicated the clips had been partially fired. The unused devices were also evaluated, and were found to operate appropriately. The cause of the user's experience could not be conclusively determined at this time. The pt was said to be doing well following the procedure. This report is being filed as an MDR in an abundance of caution. Add'l comments reference manufacturer report numbers 8010047-2008-00077 and 8010047-2008-00079 for the other clips referenced in this report.